Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the adverse event of peritonitis characterized by abdominal pain and cloudy peritoneal effluent fluid. It is well established that pd patients are at high risk for peritoneum infections. The root cause of this patient¿s peritonitis can be attributed to a break in aseptic technique during pd therapy with no indication of a contributing malfunction or deficiency of any fresenius product(s) or device(s) as reported by a medical professional. Nonadherence to asepsis through touch contamination by the patient or caretaker during pd therapy is the leading source of transmission of peritonitis causing pathogens. This is further evidenced by the presence of a microorganism that is part of the common flora of the human urinary, gastrointestinal, and respiratory tracts. Therefore, the liberty cycler set can be excluded as a potential source or contributor to this patient¿s adverse events. Based on the available information, there was no allegation or objective evidence of any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported to fresenius customer support that he has peritonitis and the pd catheter was taken out. Upon follow-up with the patient¿s pd registered nurse, it was reported that this patient was hospitalized on (B)(6) 2026 following abdominal pain and cloudy peritoneal effluent fluid noted at home. Peritoneal effluent fluid cultures and a white blood cell (wbc) count obtained and tested in the hospital on (B)(6) 2026 presented with serratia marcescens in the culture and an elevated wbc count (exact count not reported). The patient was diagnosed with peritonitis due to a break in asepsis by a caretaker during pd therapy. The patient¿s pd catheter (not a fresenius product) was removed due to the nature of infection, and he was transitioned to hemodialysis (hd) for renal replacement therapy on a hospital provided hd device (unknown brand and model) for the duration of the admission. The patient was prescribed intravenous (IV) cefazolin and IV vancomycin (dosages and frequencies not reported) to address the infection while hospitalized. The patient had an uneventful hospital course, and he was discharged home on (B)(6) 2026. It was reported that the patient¿s peritonitis and associated hospitalization were not the result of a deficiency or malfunction of any fresenius product(s) or device(s). The patient remains on hd therapy on an in-center basis but will return to pd therapy on the same liberty select cycler upon clearance from his physician.